Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not confirm the customer complaint for broken off needle. The needle tip was intact. The evaluation found a dent at the tip of the distal portion of the sheath, and also a bend at the proximal end of the insertion portion. The bends created resistance in moving the stylet wire and the needle slider.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. A potential cause is failure to follow instructions for use. It was reported that during the procedure the needle was seen bent but was used anyway prior to the breakage. The needle instruction manual has warnings that address bent needles: ¿do not use an aspiration needle that has an irregularly bent or deformed needle tube. Otherwise, unexpected perforation, bleeding, or mucous membrane damage may occur.¿ ¿when inserting the instrument¿the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image¿ and ¿do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead.¿ as a preventive measure, the instruction manual for the device has directions for pre-procedure visual and functional inspection, including explicit instructions to look for deformation at the distal end. The instruction manual also advises, ¿always have a spare instrument available in case the primary instrument malfunctions.¿

Event description:
Olympus was informed that during a linear ebus procedure, a needle device with a bent tip was used to take a sample in the patient¿s lymph node. The tip then broke off deep in the lymph node. The needle fragment was left in the lymph node because the surgeon could not access it at the time. The intended sampling activity was completed with a new needle from the same lot. The user facility later assessed the patient and determined that it was lower risk to the patient to let the fragment remain instead of attempting surgical retrieval.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). The OEM performed a review of the device history record (DHR) and found no anomalies during the manufacturing of the subject device and lot number.